Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, corroded keypad traces were found. No unexpected numbers were scrolling during testing. The device was also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case and cracked belt clip slot.

Event description:
The customer's parent called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 85 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.